Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of death as listed in the mitraclip nt system (g2) (jpn) instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A medical review of the event was performed and it was concluded that: there is limited information about the rehospitalization and the fatal outcome but there is no evidence that it was related to the device and the most probable cause is worsening of the underlying disease (dilated cardiomyopathy). The investigation determined the reported death appears to be related to patient conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is conservatively filed to report the patient death. It was reported that this was a mitraclip procedure, performed on (B)(6) 2018, treating functional mitral regurgitation (mr) with a grade of 3+. Two clips were implanted and the mr was reduced to grade 1+. On an unspecified date in (B)(6) 2020, the patient was re-hospitalized due to an exacerbation of dilated cardiomyopathy. No treatment was provided and on an unspecified date, the patient died of causes related to the dilated cardiomyopathy. No additional information was provided.